Manufacturer narrative:
Continuation of medical devices: 5076 lead implanted (B)(6) 2017, lnq11 implantable cardiac monitor implanted (B)(6) 2016.

Event description:
It was reported that during an implant procedure, the left ventricular lead was attempted, but not used (and another lead was implanted), in order for the physician to achieve ease in passing the lead into the selected vein and stability after lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.